Event description:
Customer reported a tear along the mattress compartment, base compartment zipper is separating and the top zipper is coming apart. Customer discovered issue while in use but did not provide a date. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found an open slider on the patient access window zipper. The insert pin is missing on the tube zipper and 2 inch broken stitches on the red zipper of panel side a. Panel b has 10 inch frayed nylon, 3 feet frayed seams on the mattress envelope. Window a has 1 inch netting tear and panel c has elastic tears. (B)(4).